Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on (B)(4) 2017 reporting that there was no evidence of scs lead placement being incorrect based on the (B)(6) 2013 operative report. It was reported that the patient was last seen by the health care provider (hcp) on (B)(6) 2013 with plans for a manufacturer representative to reprogram the scs. The patient¿s last visit with neurosurgery was on (B)(6) 2013. Patient weight was reported to be different on 2 different dates: (B)(6) 2013 was reported to be (B)(6) lbs and (B)(6) 2013 was reported as (B)(6) lbs. It was noted that the reported information was gathered from patient¿s electronic medical records as the hcp was on extended leave and not available for questions.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient implanted for chronic low back pain and spinal pain. It was reported that the patient¿s lead was not placed in the right place, and the device only affected their legs, causing electrical shocks. The caller stated that patient couldn¿t sleep with the device on, and it didn¿t help their back pain. It was mentioned that manufacturing representatives tried adjusting the device, but could never fix the issue. The caller noted that the device has been off for 2 years. They indicated that now the patient wants to use the device again, but it isn¿t working. The caller and patient were redirected to a healthcare provider. No further complications were reported.